Manufacturer narrative:
An event of facial swelling due to an allergic reaction, presence of bilateral pulmonary embolus, venous clot in the right leg and thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the initially filed report, the following information was received that the ivc filter was placed and the medications were administered urgently to prevent permanent impairment or death. It was confirmed that no threads were visualized on the device. No additional information was provided. On (B)(6) 2023, 3-month transesophageal echocardiogram (tee) captured thrombus on device, the patient will be on triple therapy.

Manufacturer narrative:
An event of facial swelling due to an allergic reaction, presence of bilateral pulmonary embolus, venous clot in the right leg and thin layer of echolucent structure thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 14f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2023, the patient was admitted for facial swelling due to an allergic reaction. A computerized tomography (CT) scan was performed and confirmed the presence of a bilateral pulmonary embolus. An ultrasound showed a venous clot in the right leg. An inferior vena cava (ivc) filter was placed and eliquis, aspirin (asa), and plavix were administered. A head and a chest CT scan were performed and showed no findings, however, thrombo-emboli were visualized. On (B)(6) 2023, a basic metabolic panel (bmp) and a complete blood count (cbc) were completed and confirmed the patient had low potassium levels. Potassium was administered and the patient condition was resolved on the following day. The patient continued to be followed by the clinical study. No additional information was provided. Subsequent to the initially filed report, the following information was received that the ivc filter was placed and the medications were administered urgently to prevent permanent impairment or death. It was confirmed that no threads were visualized on the device. No additional information was provided. On (B)(6) 2023, 3-month transesophageal echocardiogram (tee) captured stable thin layer of echolucent structure thrombus on device. The patient will be on triple therapy with eliquis, clopidogrel, and aspirin.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 14f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2023, the patient was admitted for facial swelling due to an allergic reaction. A computerized tomography (CT) scan was performed and confirmed the presence of a bilateral pulmonary embolus. An ultrasound showed a venous clot in the right leg. An inferior vena cava (ivc) filter was placed and eliquis, aspirin (asa), and plavix were administered. A head and a chest CT scan were performed and showed no findings, however, thrombo-emboli were visualized. On (B)(6) 2023, a basic metabolic panel (bmp) and a complete blood count (cbc) were completed and confirmed the patient had low potassium levels. Potassium was administered and the patient condition was resolved on the following day. The patient continued to be followed by the clinical study.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.